Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the via system logs but was not able to reproduce the issue during in house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. Once testing was completed, the usm was inspected, and no faults could be identified. As a result of these findings, fa concluded that the axes controller, motor (acm) printed circuit assembly (pca) is consistent with the reported event and is the potential root cause for this issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a recoverable fault occurred against universal surgical manipulator (usm). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the issue. The tse walked the caller through a system hard power cycle. No faults were experienced. The caller began to set the system back up to continue the procedure, when usm 1 faulted again. The tse advised that the system could be used as a 3 usm system for the time being by disabling usm 1. The staff continued the case with 3 usms only. There were no reports of patient injury.